Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.5x12mm absorb bioresorbable vascular scaffold (bvs) was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, the patient's troponin was elevated at 34 ng/l. On (B)(6) 2017, the patient experienced chest pain and heaviness which radiated to the neck. Nitroglycerine was taken and the chest pain resolved for 5 minutes. After 20-30 minutes, the same chest pain re-occurred. The patient was hospitalized and a non-st elevated myocardial infarction was diagnosed. Troponin was 34, dropping to 25 on an unspecified date. Medications were provided. Per coronary angiography, severe coronary artery disease was noted. Another percutaneous intervention was performed as treatment, using a drug coated balloon to the right coronary artery and a drug eluting stent was placed in the lad, overlapping the previous bvs site. On (B)(6) 2017, the event resolved and the patient was discharged from the hospital.